Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscop involved with this event to perform failure analysis. The endoscope was analyzed and found to have a missing idler gear. There was discoloration of housing and a transmittance test failure. The complaint regarding endoscope rotation issue was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30-degree endoscope plus horizon was not correct, left/right rotation was not correct, and it made noises. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.